Manufacturer narrative:
One used sample was returned for evaluation. The arm of the needle was found to have been pulled completely away from the device's body. Visual examination using the unaided eye as well as microscopy found the needle arm had been pulled upon and brought into the capture shelf, but then continued to have been pulled upon which produced the score line along the capture shelf wall. If excessive force is used, this can pull the needle out of the capture area and in this case pulled the arm completely off. This is evident as the hinge mechanism was found to have displaced material, which is a condition consistent with excessive force having been applied to the arm when pulled upon and not stopping when the audible click is heard. Step 5 of the instructions for use calls out to stop lifting the arm when the audible click is heard. Device was reassembled for testing and when the arm was pulled upon it was found to product an audible click and was secured into the capture shelf as designed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that once the gripper needle was removed from patient use, the user was not able to engage the needle into its safety mechanism. No needle stick or patient/clinical injury reported.